Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "there was a foreign matter like a piece of the rubber cap found in a tube.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-30. Investigation summary: bd received one samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "there was a foreign matter like a piece of the rubber cap found in a tube."